Event description:
Procedure: right pancreatectomy. According to the reporter: the instrument handle cracked 3 times and the I-beam bent. The surgeon was unable to get the cartridge open after firing. Therefore, the instrument was resected.